Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144415. A patient underwent a lead replacement was reported to abbott. It was determined the patient had an incident when they violently twisted and one of their leads fractured. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient's leads were fractured following an incident where the patient was violently twisted. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was explanted, replaced, and therapy was restored.